Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record could not be performed because the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, the cause of the reported phenomenon could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has not been received to date. The customer¿s olympus sales representative called the olympus technical assistance center (tac) support to troubleshoot. Tac informed the customer¿s olympus sales representative that it was a indication of a lamp error. According to the user manual, this is a lamp error e105 where the video system center is damaged. User was advised to stop using the video system center and contact olympus. This unit needs to be sent in for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer¿s olympus sales representative reported during patient scoping, a e105(lighting lamp error) displayed on the video system center. The intended procedure was completed with the same device and there was a delay of few minutes reported. The patient was not under general anesthesia. There were no reports of patient harm associated with this event.